Manufacturer narrative:
(B)(4). Results of investigation: carefusion performed bench testing on the ventilator. All testing was performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed 96 hours of extended tests at the customer¿s settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. The device operated properly throughout all testing.

Event description:
It was reported to carefusion that a baby passed away. The baby was not on the ventilator at the time of the incident. It was reported that the therapist was in the process of changing the tracheostomy tube when the patient went limp and the oxygen saturation level dropped. Cardiopulmonary resuscitation was administered and 911 was called. There are no allegation of the ventilator malfunctioning but the customer has requested the ventilator to be evaluated to verify proper operation.